Event description:
The user called and stated the suspect device voice system spoke a result of hi. The they said the display read 141 mg/dl. They then said they went into the memory of the device and the result showed as hi. The device was replaced and requested to be returned for evaluation.